Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at the hospital for an x-ray appointment nonrelated to the dexcom device. While at their appointment, the patient started to experience hypoglycemic symptoms and suddenly became unconscious. The emergency personal was called and they treated the patient with 16 g glucose and nutrition to increase the blood glucose values. It was reported that the blood glucose reading was 36 mg/dl and the cgm was reading 100 mg/dl. The patient recovered and was discharged on the 09/06/2022. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6).